Event description:
Pt admitted with diagnosis of ("displacement of porta-cath)." It was noted that the last 11cm (approx) of the catheter was broken off. In attempts to retrieve the catheter via femoral approach, the catheter slipped from the instrument, broke into four pieces, retracted through the atrium, resulting in laceration and tamponade. Immediate surgery initiated.